Event description:
It was reported that during cleaning the housing of the endowrist prograsp forceps instrument broke. No add'l info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering confirmed the luer plate is not dislodged from the chassis, however, a section of the outer wall on the chassis feature is broken. Engineering concluded the damage is most likely due to mishandling during cleaning and possibly from applying a non-axial force at the flush ports. Engineering also observed the distal end of the main tube has various sections with material removal. One .75 inch long by .135 inch wide section has created a localized flat spot in the round tube. The damaged area is parallel to tube axis and has a rougher surface finish than the rest of the tube. Based on the location and appearance, the damage was most likely caused by a cannula accessory. There is also a deep scratch with material removed located 3.33 inches above the proximal clevis. The scratch is likely due to an instrument collision. No other damage found. Add'l investigation is underway regarding the cannula accessories. A f/u MDR will be submitted if add'l info is rec'd. The endowrist instrument's instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from.